Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 470 mg/dl. The customer was treated by the manual injections and insulin pump. The customer was assisted with the troubleshooting. The customer also reported that the insulin pump had a no delivery alarm but it was resolved by performing troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).